Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device automatically turns on and off. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed a missing rubber foot on the bottom of the device. The device was able to power on using ac power and once the battery was charged the device successfully powered on using battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. When the device was on battery power, there was no issue with the touchscreen or home button; however, when connected to ac power the touchscreen was functional but the home button would not return the screen to the home menu and the device would intermittently reboot itself. Internal inspection showed the voltage on the home button would drop when the device was connected to both ac and battery power. When the battery charging circuit is engaged, the home button appears to be in the on position as long as the device is charging, when the device is done charging the system thinks the button has been depressed for a while and the command to power down the system is given. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event. Corrected data: (B)(6).